Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent excision of mesh on (B)(6) 2009 due to mesh erosion.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to lateral cystocele, midline cystocele, sui, vaginal vault after hysterectomy, rectocele, urethral hypermobility, and vaginal septum. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and other outcomes. It was reported that patient underwent mesh partial removal of at 1.5 cm of sling and revision of mesh on (B)(6) 2009 due to mesh erosion in the left lateral sulci of mesh sling. It was reported that patient underwent mesh excision on (B)(6) 2009 due to mesh erosion. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent lysis of vaginal mesh at the apex without complete excision, enterocele repair, excision of mid-urethral sling, cystoscopy on (B)(6) 2015 by (B)(6) due to gastrostomy tube mesh complication, cystocele, stress urinary incontinence, rectocele, and vaginal pain.